Manufacturer narrative:
Investigation summary: neither sample nor picture have been received for investigation. Retained samples cannot be evaluated since lot number is not available. DHR cannot be reviewed since lot number is unknown. Tightness test is performed to every syringe during manufacturing process in assembly station. In case any fails, it is rejected to scrap automatically. Since no sample has been received neither retained samples can be evaluated, leak test according to iso 7886-1 annex d cannot be performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Since no sample or picture has been received and with the info available, the root cause of the alleged defect cannot be determined .

Event description:
It was reported that bd plastipak¿ syringe leaked. Customer¿s verbatim: ¿ leakage ¿.

Manufacturer narrative:
Date of event: unknown. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe leaked. Customer¿s verbatim: ¿leakage¿.